Manufacturer narrative:
UDI: (B)(4). The lot number was unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in france in that postoperatively to an unknown surgery on (B)(6) 2021, it was observed that the plate was missing on the exprsew iii ac+ rtn plate device when disassembling the device with the expressew iii ac+ gun device. According to the report, an intraoperative x-ray was performed and the pad was remaining in the shoulder. A second arthroscopy procedure was performed for removing the pad but it was not visualised in the endoarticular and subacromial region. It was reported that an MRI scanner was performed on day 1 and determined that there was migration of the pad in the endoarticular region. A revision procedure under arthroscopy was performed on the next day (day 2). There was an unspecified delay and extended hospitalization. The status of the patient post-surgery was unknown. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the complaint device was not returned after multiple attempts for device return, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Given that lot number was not provided, the manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed.. Should the device ever be received back in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep in france in that postoperatively to an unknown surgery on (B)(6) 2021, it was observed that the plate was missing on the exprsew iii ac+ rtn plate device when disassembling the device with the expressew iii ac+ gun device. According to the report, an intraoperative x-ray was performed and the pad was remaining in the shoulder. A second arthroscopy procedure was performed for removing the pad but it was not visualised in the endoarticular and subacromial region. It was reported that an MRI scanner was performed on day 1 and determined that there was migration of the pad in the endoarticular region. A revision procedure under arthroscopy was performed on the next day (day 2) for ablation. It was reported that only the burst blade stayed in the patient's articulation. It was reported that only the insert to be assembled on the device remained in the patient. There was an unspecified delay and extended hospitalization. The status of the patient post-surgery was unknown. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: b5: subsequent follow-up with the customer, additional information was received regarding the event. Therefore, the event description has been updated accordingly.